Event description:
Lv capture management determined that threshold increased by 0.250 v from (B)(6) 2021 to (B)(6) 2021. This increase was greater than amplitude safety margin (+0.000 v) and may have compromised capture." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).